Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter; the date reflected in this report is the date on which bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that a PICC broke and leaked at the insertion site. There was no patient harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak in the catheter is confirmed and was determined to be use-related. One 5 fr t/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the device. Compression damage was observed along the catheter just proximal of the 3 cm depth marker to the 5 cm depth marker. A longitudinal split was observed along the catheter shaft at the 3 cm depth marker. A microscopic observation revealed a split with a granular fracture surface and sharp fracture edges. The split was observed to extend in length more on the outside surface of the catheter than on the inside surface of the catheter. The split was observed to be in the same location as the compression damage. Use of compression stylet securement devices is likely to have contributed to the failure of the device. This complaint will be recorded for future trending and monitoring purposes.